Event description:
The distal tip of sheath broke off inside patient during a cystoscopy.

Manufacturer narrative:
Product has not been returned for evaluation. We have been unable to obtain any information regarding the incident from the facility.